Event description:
Minihip / trinity revision after approximately 2 years and 9 months due to recurrent dislocations.

Manufacturer narrative:
Per -2634 final report the following information was requested to proceed with the investigation: operative notes, patient details, an update on the patient following the revision, and confirmation on which devices were removed during the revision including device details. It was also requested to know if the patient experienced any trauma prior to the dislocation. Four x-rays were provided, which were taken 8 days before the planned revision. Their review did not show any sign of dislocation. No additional information was available and no device details were provided so it was not possible to identify and review the manufacturing records. No further investigation can be performed. Dislocation can be related to the implant or to the patient biomechanics and anatomy. Not enough information was provided in order to establish the rootcause of the event. Based on this, corin now considers this case closed. Should any additional information become available then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per - (B)(4) initial report. Additional information, including device details, operative notes, patient details, the explanted device and an update of the patient outcome following revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Minihip / trinity revision after approximately 2 years and 9 months due to recurrent dislocations.